Manufacturer narrative:
The report event of impedance problem was confirmed. A complete lead was returned in one piece with all tines were found intact and undamaged. Visual inspection of the lead found procedural damage to the inner insulation at the proximal region. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the bipolar impedance of the lead was discovered to be outside the acceptable range. The lead was not used. The physician continued with an alternative lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.